Manufacturer narrative:
Unit received with constant alarm due to faulty bridge. Pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. Low reservoir alarm function properly during test. Pump received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had been damaged. Customer's blood glucose level was 5 mmol/l at time of reporting. Nothing further reported.